Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an out of range impedance measurement on the right ventricular (rv) channel. The out of range measurement caused a mode switch from bipolar to unipolar. The unipolar sensing resulted in some myopotential oversensing but no impact on therapy. During an in-clinic follow-up system testing was performed and the system was reprogrammed. A request was made to have boston scientific technical services (ts) review the system programming. Ts reviewed the system and recommended monitoring. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.